Event description:
The perfusionist was transporting a patient on the maquet rotaflow in an ambulance when the unit lost power and went into battery mode. The battery started to failing immediately. The power outlets in the ambulance were good and it just went into battery mode. This has been an ongoing issue with the rotaflow device. Manufacturer response for rotaflow, rotaflow (per site reporter): the service rep came out to check the unit. The service rep could not duplicate the problem.